Manufacturer narrative:
This report is submitted on may 22, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance from onset, and a further performance decrement with device use. Subsequently, the device was explanted on (B)(6) 2018, and the patient was reimplanted with another cochlear device during the same surgery.